Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing of r waves. The device was reprogrammed. No patient symptoms were reported.